Manufacturer narrative:
(B)(4). This complaint is for a report of a check your position alarm. The patient stated that there was air in the patient line. Used sample was not returned to baxter therefore complaint could not be confirmed in the lab. The root cause of the complaint was not determined. The lot number is unknown; therefore, a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center regarding a check your position alarm that appeared on the homechoice (hc) display during fill 1. The technical service representative (tsr) had the home patient (hp) check the patient line for kinks, fibrin and air. The hp stated that the patient line was full of air from top to bottom. The tsr advised the hp would need to end therapy and start over with new supplies. The tsr assisted the hp to end therapy. No patient injury or medical intervention was indicated at the time of the initial report. During follow up, the home patient's nurse stated that she does not remember if the patient notified her or not, but that she has seen the hp twice since this report and the hp has been doing fine. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample is not being returned for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.